Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of the additional device required (clips) to close the initial puncture zone.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate pseudocyst drainage to treat necrosing pancreatitis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, it was not possible to deploy the stent. The procedure was completed by replacing and using another of the same device through a different puncture site. The initial puncture site was closed using clips. There were no patient complications reported as a result of this event. The patient is expected to fully recover.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of the additional device required (clips) to close the initial puncture zone. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate pseudocyst drainage to treat necrosing pancreatitis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, it was not possible to deploy the stent. The procedure was completed by replacing and using another of the same device through a different puncture site. The initial puncture site was closed using clips. There were no patient complications reported as a result of this event. The patient is expected to fully recover.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of the additional device required (clips) to close the initial puncture zone. Block h11: investigation summary: with all available information, boston scientific corporation concludes that the reported event of stent failure to deploy was not confirmed. The device was returned with the stent fully expanded and deployed. There is not enough evidence to determine whether the stent failure to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. The additional observed damages found on the device were most likely caused by procedural factors such as excess of force or the manner as the device was handled and manipulated. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent with electrocautery enhanced delivery system was received for analysis. The device was returned with the stent fully expanded and deployed. The inner sheath was found to be kinked. As part of the device testing, the catheter was advanced through the luer, and the slider could be moved from the fourth to the second position. However, the handle lock tab was damaged. After it was repaired, the slider could be returned to its original position. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Risk review: a risk review performed for the hot axios device confirmed that the events of stent failure to deploy and additional device required are known event defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the hot axios device is acceptable. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is unable to exclude device problem. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on (B)(6) 2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate pseudocyst drainage to treat necrosing pancreatitis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, it was not possible to deploy the stent. The procedure was completed by replacing and using another of the same device through a different puncture site. The initial puncture site was closed using clips. There were no patient complications reported as a result of this event. The patient is expected to fully recover.